Event description:
In 2005, two gore tag thoracic endoprostheses were implanted to repair a dissection of the descending thoracic aorta. Seven days later, a postoperative computed tomography scan revealed a distal type I endoleak. Two mos later, the distal type I endoleak was successfully repaired with an additional gore tag thoracic endoprosthesis.

Manufacturer narrative:
H3: the devices remain functioning in the patient. H6: a review of the manufacturing paperwork is being conducted. Please note: two additional gore tag thoracic endoprostheses were implanted (tg3710/lot#03707865 and tg3715/lot#04104974).